Event description:
It was reported that an unspecified malfunction occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to troubleshoot the pump by pressing on the center button, plugging it into a power source with known working charging supplies, and performing a reboot sequence, but the pump display did not turn on. Consequently, technical support arranged for the pump to be replaced, confirmed the customer¿s shipping address, and provided instructions for both storage mode and the return of the faulty pump. The customer was informed about using a multiple daily injection (mdi) as a backup therapy to ensure uninterrupted insulin delivery.